Event description:
It was reported that during an unknown procedure, one side of the staples were being formed out if the desired plane and was not meeting up with the other side of the staple. There was also an issue with the staples hanging up in the instrument, which the surgeon attributed to the malformation. Another stapler was opened to complete the case. There was no reported pt consequence.